Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not recieved yet.

Event description:
There was no patient involved. Device on off button does not function.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 4th december 2014. Corrosion on the j11 connector and the membrane tail, due to suspected storage outside of the indicated conditions. The device was returned for on/off button not functioning. This was confirmed during the investigation. The fault was traced back to corrosion on pin 13 (on button) inside the j11 connector and track 13 of the membrane tail. This had resulted in the resistance on this track remaining high when the on button was depressed. The fault could not be replicated when the membrane and j11 connector were replaced. This would confirm a fault with both due to corrosion. The corrosion observed on the membrane tail and the j11 connector would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity), however, this could not be verified by other means. This device was fitted with a tin-bismuth plated j11 connector. These have since been replaced with gold plated j11 connectors. As per q017-CAPA-327, the connector type was the dominant factor for consideration in resistance to corrosion. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. Device on off button does not function.